Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the battery and battery compartment cable clamps to resolve the issue. The stm then completed the pm and performed a full calibration, functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6). Full name of the event site: (B)(6) med ctr.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) did not pass the battery run time test. There was no patient involvement and no adverse event was reported.